Manufacturer narrative:
(B)(4). Physio-control performed an initial evaluation of the device and verified the reported issue. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer reported that their device would not power on. When they attempt to power the unit on, the display will flash and power off. There was no report of any patient use associated with the reported issue.

Manufacturer narrative:
Physio-control replaced the power pcb assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use. The removed power pcb assembly was further evaluated in the failure analysis center.  The cause of the reported issue was determined to be due to an integrated circuit chip, designator u1 being damaged.